Manufacturer narrative:
The device involved was inspected by a baxter field service technician. During the inspection a visual and function test was performed. No error or malfunction could be found. The alleged issue could not be reproduced; the device was working as intended. Based on this, no further actions are necessary.

Event description:
Baxter received a report stating that operating table trusystem 7000 was unlocking in the middle of the procedure. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.